Event description:
It was reported that a patient presented to clinic for follow up. The patient¿s right ventricle (rv) lead was dislodged determined by chest x-ray. The rv lead also exhibited failed to capture. On (B)(6) 2024, the physician elected to reposition the rv lead, and the helix of the rv lead failed to extend. The rv lead was explanted and replaced by a new lead after failed repositioning procedure. The patient was stable throughout.

Manufacturer narrative:
In MDR-2024-49025, malfunction was reported. Hereby, report type of serious injury was corrected. And b1, b2 and h1 were corrected respectively.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. Final analysis of x-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.